Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device revealed that the red side knob has broken off from the main device. The broken fragment was returned for examination. No other defect found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tightening knob broke off introducer. Springs on spacer block are twisted and sprung. 5 l cr trial broke into ywo pieces. No harm was done to patient and all pieces were retrieved. Patella clamp will no longer lock. There was a surgical delay of 7 minutes.